Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 7.0x60x135 express ld vascular stent delivery system (sds) was advanced but could not cross the target lesion. A second 7.0x60x135 express ld vascular stent delivery system (sds) was advanced but could not cross the target lesion and it was noted that "the struts seemed as deformed". The procedure was not completed. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 7.0x60x135 express ld vascular stent delivery system (sds) was advanced, but could not cross the target lesion. A second 7.0x60x135 express ld vascular stent delivery system (sds) was advanced, but could not cross the target lesion and it was noted that "the struts seemed as deformed". The procedure was not completed. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed no damage to the shaft of the device. The device was returned with the stent crimped onto the balloon. There was no damage or deformities noted to the stent. There was no damage noted to the distal tip. No damage to device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).